Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that for about the first couple of weeks post implant, the patient didn't really notice a difference in their symptoms as they were still leaking and wearing pads, and yesterday had to change their pad twice. The patient didn't know if the implant was not working right or if it was not set right, and didn't know who needed to fix this or adjust this properly. The patient was four weeks post implant as of today, and noted the healthcare provider (hcp) had changed their medication to help because the patient had an allergic reaction to the previous medication. The patient mentioned the device was implanted on the side where they do not normally implant it because they had a tattoo on the other side. The patient was wondering if that could be the reason why the implant had not worked yet for them. The patient followed up with the hcp and the nurse adjusted the second program, as the patient had been on program #1 when they left surgery and noted they had gone back and forth to the hcp multiple times since implant. The hcp office was just looking at the same book the patient used. The patient stated the trial worked fine for them and within a day and a half they knew it was working for them and they should move on to implant. The patient asked if they should be feeling the stimulation all the time. The patient noted they were not going back to their hcp and asked who else they could contact to help them figure out if the implant was working. The patient stated this had all been going on since (B)(6), they could not keep doing this, and needed to know if the implant was working and if it wasn't who was going to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.